Event description:
It was reported that during inspection the water and pressure are weak and the water does not come out well. No harm or injury reported.

Manufacturer narrative:
The device, which was intended for use in a procedure, was returned for evaluation. There was a relationship between the reported event and the device. A visual inspection was performed and showed the piston assembly was in a middle position of the chamfer. Functional inspection was performed and showed there was no flow from the water source upon the initial insertion of the supply tube. The pump cartridge was opened. Rust was noted within the fitting chambers and on the valve balls. The root cause was determined to be corrosion. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. The complaint history file contains further instances related events of the reported events. Smith and nephew will continue to monitor for any adverse trends relating to the reported allegation. No further investigation is required.